Manufacturer narrative:
A photo was provided by the hospital showing a device broken in the same area where the hospital states the device in question broke. The photo shows the anchorfast broken in the spline area of the device. It is unable to be determined whether external forces from repositioning the patient may have exceeded design specifications. No definitive conclusion can be made.

Event description:
It was reported that an (B)(6) yr old female, admitted for copd, had been intubated for approximately 48 hours using an anchorfast endotracheal tube holder. The patient was being repositioned in bed when staff noticed the ett was on the bed with the cuff still inflated. It was observed that the clamp portion of the anchorfast device was broken at the spline area. It is unknown what level of tension was placed on the device while the repositioning occurred. As a result of the breakage the patient extubated and reintubation was required. The patient did not need to be coded and there were no known negative effects as a result of the event. The broken anchorfast device was replaced with a new one.